Event description:
It was reported that the surgeon inserted a competitor's lens using a microstaar injector and the trailing haptics got stuck and were torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Sutures were required to close the wound. Surgeon expects the pt to have a normal outcome.

Manufacturer narrative:
Evaluation results: lot order searches were performed on the cartridge and ftp, and there were no similar complaints found.